Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device clips were malformed. The second device the clips were falling out of the jaws. The third device the jaws locked on tissue the surgeon manually opened the jaws and removed the device from the patient. A fourth device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.